Manufacturer narrative:
The patient medical history is unknown. The product was discarded by the facility, therefore affected device was not returned. No photographs, video or imagery were provided for evaluation. The work orders related to the device and any components that are relevant to the complaint event were reviewed. These work orders represent the components that could potentially contribute to the complaint. The work orders did not reveal any manufacturing non-conformance that would have contributed to the reported event. A review of returned complaint history from december 2017 to november 2018 of sapien 3 (all sizes) revealed no other similar complaints for ¿leaflet ¿ torn¿ and/or ¿valve ¿ regurgitation¿. No IFU or training deficiencies were identified. During manufacturing, the following inspections were performed: during the leaflet subassembly manufacturing process, leaflet components undergo several inspections. Leaflet thickness is measured per process sheet/ work order requirements. Leaflets are 100% tested and grouped by deflection category for subsequence process. Leaflets are dimensionally inspected on sampling basis and are e visually inspected on sampling basis to verify tissue slit exist under 8x magnification. Leaflets are 100% visually inspected for mechanical defects (e.g. Delamination, separation, damaged tissue surface, thin spot, and wrinkle). During valve subassembly manufacturing process, the valve and leaflets underwent the following inspections: the in-process sapien 3 valve is 100% inspected for manufacturing defects before valve holder attachment and after valve holder attachment. During the inspection, the adequacy of valve coaptation and appearance are evaluated. Additionally, prior to final packaging, 100% visual inspection was performed at preliminary packaging to ensure no damage to the valve from handling. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. Due to no device/photograph/imagery provided for evaluation, the complaints of ¿leaflet ¿ torn¿ and ¿valve ¿ regurgitation¿ were unable to be confirmed. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The reported event is an anticipated risk of the transcathter heart valve procedure. A definitive root cause could not be determined as this time, but based on given information it is possible that procedural factors (over expansion during post-dilatation to fracture pre-existing surgical valve) contributed to the reported events. Since no labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate did not exceed control limits for applicable trend categories, no corrective or preventative action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Investigation is underway.

Event description:
As reported by a field clinical specialist, a 23 mm sapien 3 valve was implanted in a pre-existing hvt valve (viv) in the aortic position via transfemoral approach.  The s3 was post dilated to fracture the pre-existing valve (bvf) and the valve  was found to have a torn leaflet and moderate/severe leak via echo.  A second 23mm s3 was successfully implanted within the 2nd sapien 3 valve (viviv).  Post gradient 5mmhg via tte.

Event description:
As reported by a field clinical specialist, a 23 mm sapien 3 valve was implanted in a pre-existing surgical valve (viv) in the aortic position via transfemoral approach.  The s3 was post dilated to fracture the pre-existing valve (bvf) and the valve  was found to have a torn leaflet and moderate/severe leak via echo.  A second 23mm s3 was successfully implanted within the 2nd sapien 3 valve (viviv).  Post gradient 5mmhg via tte.